Event description:
Related MFR report number: 2017865-2024-33226. It was reported that the patient presented to clinic the following day after implant with discomfort at the implant site area. Device interrogation revealed elevated capture threshold and r-wave amplitude variation on the right ventricular (rv) lead. On (B)(6) 2024, a cardiac ultrasound was performed and revealed micro dislodgement of the rv lead, ruled out cardiac perforation, and revealed unsatisfactory pacemaker (pm) pocket location. On that day during pocket revision, serous sanguinolent fluid expulsed from the pocket, pectoral muscle appears to have been cut and pocket made too deep causing bleeding and hematoma. The physician elected to reposition the rv lead and pm. The patient condition was stable before, during, and after the procedure.